Manufacturer narrative:
(B)(4).

Event description:
It was reported that capture threshold anomaly and lv increasing lead impedance were noted. The lead was capped and replaced. The patient is stable.